Event description:
It was reported that during a ptca/stent proceure, while observing the 2.5 x 23mm duet stent delivery system (sds) under fluoroscopy, the stent appeared to be longer than expected. The stent was removed and the hub of the sds denoted the product to be a 3.5 x 38 mm sds, contrary to the the outer package labeling. Reportedly, there was no pt injury.